Manufacturer narrative:
One opened device was received. The returned sample was visually inspected and was found non-conforming with a bent guidewire. The stent was found loaded on the guidewire; however, the guidewire was found bent at approximately 90° angle, indicating significant force had been applied to the guidewire. Because of the bend in the guidewire, it could not be retracted from the stent device lumen back into the housing after the stent was positioned. As the result, the stent could not be deployed. The root cause is use error due to the product IFU (instructions for use) not being properly followed for loading the micro-stent onto the applier and implanting the micro-stent into the patient's eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, indicating that the event resolved under treatment.

Manufacturer narrative:
Evaluation summary: the product has not been returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after three attempts to perform the cyclodialysis (at 3 different places) during a glaucoma stent implant procedure, the implanter was regarded as dull, and a completely new stent set was used. With the new implanter, the cyclodialysis was successful with the first attempt. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The product instructions for use provides clear and detail instructions for implanting the micro-stent into the patient's eye. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided, indicating that the intracameral bleeding was stopped.